Event description:
Patient implanted with plate and 12 locking screws in the shaft and 7.3mm screws x 2 in the femoral head for a subtrochanteric femur fracture. Patient presented to emergency room with pain in femur. X-rays taken (B)(6) 2011 showed a re-fractured femur and broken plate with no signs of bone healing. Plate and screws were removed on (B)(6) 2011. Patient revised to long synthes trochanteric femoral nail.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.